Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer stated there were air bubbles directly after filling the reservoir. Size of air bubbles was 10 cm. Air bubbles were not removed successfully. Customer did troubleshooting but it failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.